Event description:
Spontaneous communication from patient, reported that during their infusion on (B)(6) 2022 at 10pm the pump malfunctioned (serial number unknown). Patient stated they would need new pump for next day to finish infusion. Patient reported they had 18gm left to infuse; missed dose. No adverse event occurred due to missed dose. Patient was advised they cannot use leftover medication and new replacement medication would be sent with the pump. Unknown if md is aware. No further information, details or dates provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to use? No, which caused missed dose frequency: infuse 27gm (135ml) subcutaneously daily for 2 days every 2 weeks. Reported to (B)(6) by pt/caregiver.